Manufacturer narrative:
(B)(4). Date of event - correction "(B)(6)2019".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was provided for investigation. However, the allegation could not be assessed because data did not reflect full investigation window. No injury or medical intervention was reported. The reported allegation falls within the "d" zone of the parkes error grid.